Manufacturer narrative:
It was reported that the patient underwent partial mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, abdominal swelling and, dyspareunia. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure to repair stress incontinence on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a mesh removal surgery on (B)(6) 2011 due to recurrent and frequent urinary tract infections, bladder infections, dysuria, recurrent leakage, fever, bladder spasms, discomfort and tenderness in groin area, painful intercourse, bleeding with intercourse, urinary retention, stress urinary incontinence, mixed incontinence, pelvic pain, female stress urinary incontinence, abdominal pain, reduced mobility and abdominal swelling. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent on revision of pubovaginal sling with cutting of the mesh, cystoscopy and initial attempts of a repeat sling with a miniarc but that was removed due to frequent bladder infections post pubovaginal sling on (B)(6) 2011. It was reported that the patient underwent cystourethral dilation and hydrodistention due to urethral stricture with reduced bladder capacity on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent cystoscopy and retropubic sling with lynx graft on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent revision of mesh in (B)(6) 2010 due to pain. The patient underwent mesh removal in 04/2011. The patient underwent mesh removal concurrently with bladder tacking in (B)(6) 2011.